Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) and rotated heart for a triclip procedure. During the procedure, septal leaflet was stuck on the gripper, and a possible tear was noted in the septal tricuspid leaflet. Triclip was implanted on the possible tear of the leaflet. During the second triclip procedure, grasping was difficult due to bad imaging of leaflets, and the procedure was discontinued. Imaging was difficult due to patient anatomy. Per the physician, leaflet damage was due to triclip device. All steps were performed as per IFU. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove from anatomy (septal leaflet was stuck on the gripper). The reported poor image resolution was due to patient anatomy. The reported patient effect of tissue injury appears to be due to the gripper caught on the septal leaflet and the unchanged tr appears to be cascading effect of the injury. Tissue injury and tr are listed in the instructions for use as known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.